Event description:
The facility reported an infusion pump that will not charge. Information was not provided regarding whether or not the device was in patient use when the event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 05 2007. Evaluation summary:evaluation was performed and the reported condition of pump will not charge was confirmed due to depleted main batteries. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.